Manufacturer narrative:
H2: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The anchor is off of the insertion device. The sutures are still threaded through the anchor. There is no visible defect to the anchor, sutures, or insertion device. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the tensile strength has been established. Also, material certificate of analysis (coa) is required for raw material. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include an application of unintended or inappropriate or excessive force. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (investigation conclusions & component code).

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff repair, the threads on the healicoil pk anchor were broken when pulling out the tool. The broken pieces were removed from inside the patient. The procedure was completed placing a s+n back up device into the originally bone hole. There was a surgical delay of less than 30 minutes and no further complications were reported.